Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One used device and two companion samples were returned and an evaluation is complete. A visual inspection was performed on the used device and found the additive port had been cut off to drain the bag's contents. No obvious defect was found on the companion samples. Functional leak testing was performed by filling the bags with water and clamping off the additive port on the used sample. A leak was noted at the fill port weld of the used device and no leaks were observed on the two companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was confirmed for the used device. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thee (3) exactamix 500 ml eva tpn bags were leaking near the seam of the port. This was noted before patient use. There was no patient involvement. No additional information is available.